Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the picture showed an external fluid leak from the support plate where the access line post pump and the access pump segment are connected. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex st150 c set during priming. There was no patient involvement. No additional information is available.